Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the stylet went through the right ventricular lead's insulation. The lead was not used, and a new lead was implanted. There were no patient consequences.